Event description:
Dexcom g7 sensor. I am a firefighter and with that comes a lot of manual labor and hard work, which also brings copious amounts of sweat. I have had 4 sensors in the past month fall off due to excessive sweat in hot temperatures, and the dexcom company will not allow for me to get any replacements. When speaking with a representative, they had explained that the product was tested in a controlled environment, meaning it was not tested in environments such as excessive heat, excessive/difficult labor, and or sweat inducing activities. That being said, it was not tested for the environment that not only myself, but countless other diabetics experience on a daily basis. For starters, the adhesive patch to help the product stick to the skin is no more than a 1/2 inch larger than the product itself, not allowing for much adhesion to the skin surface. Secondly, they talk about extra over patches or adhesive products to help with skin adhesion, yet most of these products are not tested by the dexcom company, and coming from someone who is allergic to liquid adhesive, it does not leave many options. I am severely disappointed with the product, the company, and the customer service of dexcom. Corporate america is just trying to make their money with little empathy for the people that use their products and are being affected by low success rates of these products. Product was inserted around 6 pm on 7/29. "Test subject" participated in difficult manual labor and sweat had caused product to lost adhesion and fall off within 4 hours (supposed to last 10 days). Reference reports: mw5158280, mw5158281, mw5158283.